Event description:
Boston scientific crm received information that during a follow up visit, it was noted this cardiac resynchronization therapy defibrillator (crt-d) device had declared elective replacement indicators (eri) two months earlier. There was concern that the device had reached eri earlier than expected. A replacement procedure was performed, this device was removed, replaced and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed in an attempt to determine the root cause of this event.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. All low voltage power supply measurements were currently within an appropriate range; however, final analysis concluded that the premature battery depletion was due to low voltage capacitor degradation, which resulted in a high current condition.

Event description:
- -